Event description:
The patient was implanted on (B)(6) 2012 with a tfn nail and helical blade for a hip fracture. On an unknown date, she presented to the surgeon complaining of pain. An exam and x-ray revealed a broken nail and non-union. The patient was returned to the o.r. On (B)(6) 2013 for removal of the broken nail, helical blade and distal screw and revised to a 95 degree angled plate with allograft and auto graft. All broken parts were removed. It was reported that she is recovering well. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was returned for evaluation. A product development event evaluation was conducted. The report indicates the nail was received broken through the oblique hole as described. The other implants seem intact with normal wear marks. The original complaint description indicated that a non-union was discovered, approximately 6-7 after the original operation. According to the book, ao principles of fracture management, fracture healing of a proximal femur fracture should occur within 3-5 months. The fixation implants are designed to be load sharing devices that help share the load with the bone while it is healing, but are not designed to carry the full load indefinitely. In addition, this failure of a broken nail is addressed in the trochanteric fixation nail (tfn) risk analysis. The design risk assessment adequately addresses the complaint event. Placeholder.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. A review of synthes device history records for manufacturing revealed no complaint related issues.